Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00244 on december 14, 2017. 01/09/2018 additional information: there is no claim for the alignment of the advia centaur xpt vb12 assay to the immulite 2000 xpi vb12. Each platform utilizes different approaches to method comparisons and standardizations. The cause for the discordant advia centaur xp vb12 (vitamin b12) results is possibly due to the inherent differences in both assays and the way the assays were standardized. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant vb12 results is unknown. The instrument is performing within specifications. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Discordant advia centaur xpt vb12 (vitamin b12) results were obtained on samples from two patients. The results were discordant with the immulite 2000 xpi platform. The customer ran the patient samples on the same instruments and same run. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the vb12 discordant results.